Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home. Review of the transmission revealed non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were discussed but none were reported; patient would continue to be monitored.